Event description:
Customer reports that the blades in trays have a blunt third side that injures the patient; it rips tissue instead of cleanly slicing it. The cirrhotic patient who is getting tapped twice a week had bled for several days.

Manufacturer narrative:
The complaint sample nor a lot number were provided for evaluation; therefore, we are unable to determine the root cause for the issue reported. A review of complaint data did not identify any additional complaints of similar nature. A thorough review of applicable manufacturing procedures and quality inspection plans for product code pig1260t did not identify any issues that may have contributed to the reported defect. However, based on clinical feedback and preference regarding the scalpel blade design, a new blade design has been implemented.